Event description:
"Caller alleged discrepant results compared with the lab. Results as follows." Date: (B)(6) 2014; inratio: 1.6; lab: 3.8. Time between tests: minutes. Therapeutic range: not provided but wife stated his inr was usually around 3.0.

Manufacturer narrative:
Investigation pending.